Manufacturer narrative:
Concomitant medical products: product ID: 977c265, serial#: (B)(4), implanted: (B)(6) 2020 product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins). It was reported that the patient was not experiencing symptoms, but rather was seen for normal post-operative reprogramming. The rep checked impedances per normal protocol and the top two contacts on the right lead had red x's, indicating impedances >40,000 ohms. The rep reprogrammed around the contacts and the patient was getting great relief. The issue resolved.